Event description:
It was reported that reocclusion of the implanted stent occurred. The patient was enrolled in the (B)(6) clinical study. On (B)(6) 2017, the index procedure was performed. The target lesions were located in the left limb in the mid, distal and ostial superficial femoral artery. The lesion in the mid superficial femoral artery had a total length of 130mm and was 100% occluded. A 150x6 mm eluvia stent was implanted in the lesion. The lesion in the distal superficial femoral artery had a total length of 60mm and was 90% occluded. A 60x6mm eluvia stent was implanted in this lesion. The lesion in the ostial superficial femoral artery had a total length of 40mm and was 70% occluded. In this lesion a 40x6 mm eluvia was implanted. All lesions had 5mm reference vessel diameter; proximally and distally. Pre-dilation was performed using one balloon and one stent was implanted in each lesion. Post-dilation was performed using one balloon and residual stenosis was 0%. No thrombus was seen in the treated vessels at the end of the procedure. On (B)(6) 2018, the patient experienced stent reocclusion. Hospitalization occurred on (B)(6) 2018 and medication was provided. On the following day, (B)(6) 2018, a percutaneous intervention was performed on the following left arterial segments: ostial, proximal and distal. Percutaneous atherectomy was involved, including atherectomy, insitu fibrinolysis, and percutaneous transluminal angioplasty. Stent thrombosis was discovered in the ostial superficial femoral artery lesion in the 60x6 mm eluvia. Thromboaspiration was performed and no thrombus was noted in the treated vessel at the end of the procedure. The patient was discharged on (B)(6) 2018, and the event was assessed as resolved as of (B)(6) 2018.